Manufacturer narrative:
It was noted that the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture. A surgical revision was performed. An attempt was made to explant the lead to make more room for a new lead. During the extraction, part of the lead broke off, but was able to be retrieved. A new lead was implanted. No additional adverse patient effects were reported.